Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture. The device remains implanted.